Manufacturer narrative:
Corrected data: g4 - "06-apr-2020" should be corrected to "01-06-2020" in the previous MDR. H1- "serious injury" should be corrected to "malfunction" in the previous MDR. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -15.00 diopter, within the same surgery due to excessive vaulting. The lens was exchanged for a shorter lens within the same surgery and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).